Event description:
Staff attempting to perform apnea test on pt and when they tried to turn the pt's fio2 to 100%, the internal analyzer on the ventilator read 92%. An external analyzer was placed in-line and it read 86%. The ventilator was changed out for another ventilator. No harm to pt.